Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having the device relocated because the patient stated it was uncomfortable in its current location. The pocket revision was taking place today, the battery and lead had been checked, and everything was functioning as intended with no problems noted. Additional information received reported that the patient was fine and receiving effective therapy. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).